Manufacturer narrative:
The harmonic ace instrument has not been received a for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure while the task of dissection was being performed a fragment of the harmonic ace instrument had fallen into the patient. The fragment was retrieved with another laparoscopic instrument. The fragment was confirmed to be retrieved by comparing the retrieved the fragment with the intact instrument and shape. No additional procedure was required to retrieve the fragment nor were any post-operative test such as an x-ray or ultrasound. A back-up harmonic ace instrument was used to complete the procedure robotically. There was no injury to the patient.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.436" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.